Event description:
It was reported that the rv lead was explanted because inappropriate shocks were delivered. No further patient complications were reported as a result of this event. A 3500a was received and further reports that the patient presented to the cath lab with an existing device that was interrogated at the physicians office and was found to have a fractured ventricular lead. The fracture had been causing the patient to receive inappropriate defibrillations.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. It was reported that the rv lead was explanted because inappropriate shocks were delivered. No further patient complications were reported as a result of this event. A 3500a was received and further reports that the patient presented to the cath lab with an existing device that was interrogated at the physicians office and was found to have a fractured ventricular lead. The fracture had been causing the patient to receive inappropriate defibrillations. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, lead(s), fracture of, shock, inappropriate.

Event description:
It was reported that the rv lead was explanted because inappropriate shocks were delivered. No further patient complications were reported as a result of this event.